Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) had the caregiver (cg) check the patient line for kinks/fibrin/air and the cg stated air in the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received contact from the home patient's caregiver on (B)(6) 2011 in regards to a low drain volume alarm, and she said she was able to resume therapy after starting over with new supplies. She said she noticed the patient line had not primed all the way at the start of initial drain. She normally reprimes the line but for some reason did not this time. Because of this there was air in the line. She said she would discuss this alarm with her nurse the next time she sees her. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 for clarification regarding the low drain volume alarm. She said that she connected the patient and pressed go but the patient would not drain and the alarm went off. She called baxter and they mentioned that there could be air in the line and that's when she noticed that the patient line had not primed all the way. She did not notice anything unusual with any of the supplies. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was air in patient line. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The actual sample ws discarded. A companion sample was available and has been requested. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.